Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. No pump was returned. Data logs were returned. No impact to pump flow, motor current and 5s parameters were seen during this time. The cause of the optical signal issue was unable to be determined since no product was returned and based on inconclusive evidence per clinical and log analysis. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that there was a placement signal issue with their impella 5.5. Placement signal numbers and waveforms and left ventricle signal number and waveforms became distorted (abnormally high) and then waveforms and pressures disappeared, and placement signal not reliable alarm appeared. The computed tomography surgeon did come to bedside with echocardiography and pump was repositioned, but it did not resolve the problem. However, support continued with the pump. The pump was eventually successfully weaned and explanted, and no patient harm has been reported.